Event description:
It was reported that this left ventricular (lv) lead was explanted due to no identifiers on the lead. It is unknown if this lead will return. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: impact codes. Additional information was received from the field specifying the reason for the explant of this product.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a non-specific product performance issue. It is unknown if this lead will return. No additional adverse patient effects were reported.